Event description:
Clinical trial. Same case as MFR# 6000093-2006-02696, 6000089-2006-02640, -02641. It was reported that post index procedure, the pt had a stent thrombosis (st). The index procedure treated a target lesion in the mid and distal left anterior descending (lad) artery, due to existing in stent restenosis. The vessel was 2.75 mm wide, 20 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.0 x 28 mm taxus express2 stent in this area. A 2.5 x 24 mm taxus express2 stent was placed just distal to the mid lad as well. A dissection occurred just proximal to this area, and 2 additional stents were placed - a 2.75 x 12 mm taxus express stent as well as a 2.5 x 12 mm taxus express2 stent. The stents may have overlapped. The pt received bivalirudin, aspirin, plavix and beta blockers during the procedure. The pt was discharged 3 days later. On day 323, the pt presented with chest pain and shortness of breath. Cardiac enzymes and stress test were both negative. The pt was scheduled for a catetherization, and received fresh frozen plasma to reverse the effects of aspirin and plavix. The pt went into pulmonary edema and cardiac enzymes were now elevated. The catheterization revealed a thrombus in the mid lad within a previously placed stent. There was also a chronic occlusion at the distal part of the stent. A successful thrombectomy was performed and the pt was discharged the next day. In the opinion of the physician, there is a definite relationship between the st and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.